Event description:
Clinical study it was reported that during a coronary artery drug eluting stenting procedure, balloon withdrawal difficulties were encountered. The lesion being treated was a 3.75mm, 90% stenosed, proximal left anterior descending artery (prox lad). The lesion was predilated. The physician then placed a taxus express2 8.8% 3.50 x 12 mm drug eluting stent in a segment that was curved 80 degrees. The balloon was fully deflated but the physician met resistance when trying to remove the balloon from the stent. This required deep engagement of the guiding catheter and removal of the balloon together with the wire. There were no complications.